Manufacturer narrative:
(B)(4).

Event description:
This lead was explanted and replaced due to loss of capture. There were no adverse patient events reported.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 16 cm distal to the is-1 connector pin. The proximal and the distal lead fragment were received and subjected to an extensive analysis. The analysis revealed that the conductor cable to the rv shock coil was found pulled out of the crimping connection in the yoke. The conductor cable to the rv shock coil was found coiled between the yoke and the df-1 connector. Based on the characteristics of this damage it is reasonable to assume that it occurred due to tensile forces applied during the explantation procedure. With regard to the issues mentioned in the complaint description, the analysis did not show any deviations which might have contributed to the clinical observation. The analysis did not reveal any sign of a material or manufacturing problem. Biotronik will monitor closely if complaints received in future point towards a common root cause. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.